Event description:
It was reported that, during testing, the 980 ventilator failed the power on self test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found that the batteries were not holding charge. The se replaced the batteries and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: batteries were returned to covidien/ medtronic¿s product analysis. When the returned components were installed into a test ventilator for analysis the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power. An alternate direct current voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.